Event description:
False positive result(s). I had two positive results with this test. Then got a pcr test to confirm the results. Pcr came back negative. Really put a damper on our holiday plans and kept me out of work for two days as I awaited pcr results. Do not use!!!!!!!!!!!!!